Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a cracked filling port was not confirmed. The root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor device was has a broken fill port during filling. The device was being filled with 200 milliliters ropivacaine hydrochloride hydrate when it was observed that the fill port was broken. No patient injury or medical intervention was reported. No additional information is available at this time.